Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Engineering evaluation could not verify a system malfunction. Investigation of the logs was unable to determine a root cause due to insufficient information. The user did not submit case logs for investigation. Preoperative merges that contain shifts can cause navigational integrity issues and can lead to the misplacement of screws. The user must verify the merge before proceeding with navigation. Additionally, the user acknowledges that they will perform an anatomical landmark check to ensure navigational integrity before proceeding with navigation. Ultimately the user was able to revise the misplaced screw intraoperatively, and there was no reported adverse effect to the patient. The observed overall risk level is low which matches the observed anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
Identified as l1-l3 by surgeon, rep, and csr. Centroids were placed on the l1-l3 levels and a merge was run. The surgeon, rep, and csr reviewed the merge and verified the levels together. Following placement of screws at l1, surgeon noted navigation was no longer accurate. We reimaged the patient before placing screws at l3. Fluoro was used to confirm screw placement, but it was noted that the right l3 screw was medial to what was plan. The screw stimulated at 9ma, per neuromonitoring tech. The surgeon removed the screw and decided to replace it freehand using fluoro assistance. All screw placement was confirmed with final fluoro images.